Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding the broken cable was confirmed by failure analysis.

Event description:
It was reported that the 8mm mega needle driver instrument had a broken cable. No further information was provided.